Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "iab did not unwrap" is confirmed. The returned iab was found kinked, which could cause the pump to alarm immediately or not allow for proper iab inflation. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. No further action required at this time. This issue will be monitored for any developing trends.

Event description:
It was reported that a patient of 5'5" had an intra-aortic balloon (iab) placed that did not unwrap and they received a purge failure alarm. The console was changed and the iab still did not unwrap. As a result, the iab was removed through the sheath. A second iab was successfully placed through the same sheath and they were able to support the patient. There was no reported patient death or serious injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient of (B)(6) had an intra-aortic balloon (iab) placed that did not unwrap and they received a purge failure alarm. The console was changed and the iab still did not unwrap. As a result, the iab was removed through the sheath. A second iab was successfully placed through the same sheath and they were able to support the patient. There was no reported patient death or serious injury to the patient.